Event description:
Procedure type: stress ui / pelvic organ prolapse. According to the reporter: it was reported in the pt's medical records that as a result of having the product implanted, the pt has experienced recurrent stress incontinence, bladder adhesions, suture material in the bladder requiring surgical removal, and para vaginal abscess.

Manufacturer narrative:
(B)(4). Covidien is submitting this report on behalf of (B)(4), (importer).